Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. On (B)(6) 2021 the physician has reviewed the chart and shared with the rep that sometime in (B)(6) 2020 the patient was complaining of pain and discomfort at the site of the battery and the representative had said there were impedances. This representative is no longer with the company. It was with the consent of the representative, the patient, and the physician that the patient went in for a revision and replacement that was done (B)(6) 2021. The patient has been happy with his results since then. The patient reached out to the rep regarding a bill (copay) in the amount of (B)(6) that they do not feel that they should pay because they feel that the device should¿ve been on warranty. They are saying this because it has only been a year since implantation of the first one and it was not his fault. The patient stated that the device would shut off on its own without intervention and that is why it¿s replaced but there is no note specifying this in the chart. The patient states that they had replaced the smart programmer at no cost to the patient, but they were still having issues of the implant shutting off on its own. There is a notation in the patient¿s chart that there was a need for MRI for the replacement justification as well. On 2021-dec-13 the rep stated the cause of the impedance was unknown. The patient was asked and responded that there was no falls or accidents that he can remember. On (B)(6) 2022 patient said that the first device didn't even last a year and inquired about warranty. The patient said that in (B)(6) 2020 they had appointment at hcp office to check ins as patient was having difficulty connecting to the implant. Patient said that hcp staff checked the ins battery and was told that they had already used up 2.5 years¿ worth of battery and that the implant was turning off by itself. When asked, patient said they had low settings however said couldn't remember what the settings were. Patient was told that the ins needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.